Manufacturer narrative:
Additional narrative: device history lot no nonconformances were identified for this part number, lot number combination per qlik query executed on 7/10/2019. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data updated facility; no initial reporter available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that during a meniscal repair procedure the truespan 24 degree peek got deformed due to the depth stop. The surgeon aborted deploying the implant. It was brand new and the first use when the issue occurred. There was no harm to the patient. No further information is available. Additional information received from the affiliate reported the device is not available to be returned.